Manufacturer narrative:
The user experienced severe hyperglycemia resulting in dka and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospitalization. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hyperglycemia beginning after a supply change, with persistent elevated glucose despite insulin delivery, consistent with ineffective insulin delivery likely due to a failure along the infusion pathway. A firmware update was performed around the time of the event; however, there is no evidence to suggest the update contributed to the hyperglycemic event. Based on available information, the event was attributed to a suspected infusion set¿related issue rather than abnormal ilet device performance this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported as above 400 mg/dl, resulting in hospitalization and diagnosis of diabetic ketoacidosis (dka). The user was treated and discharged following hospital care. The user recovered and resumed ilet therapy.